Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported the autopulse li-ion battery (sn (B)(4)) dies after about 10 minutes in the autopulse platform. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.